Manufacturer narrative:
No related complaint was received with return of device. (B)(4). Final analysis found that the insulation was abraded at 31.5 - 32.0 cm from distal tip. Abrasion are consistent with friction to another implantable device or feature of the patient anatomy.

Event description:
This report is to advise of an event observed during analysis.